Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04047. It was reported the diagnostic testing revealed high lead impedance values. Reportedly, patient had a fall in (B)(6) 2019. Effective therapy was achieved initially by reprogramming. Later surgical intervention was undertaken wherein the fractured lead was explanted ad replaced. This addressed the issue. It is unknown which lead had fractured and was explanted, therefore both leads are being reported.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body where all internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.